Event description:
Patient-self tester reports results lower than reference with the protime microcoagulation system. On (B)(6) 2013, pt test performed at home with protime generated result of 1.3 inr. On the same day, laboratory result was 1.9 inr. Pt treatment based on the laboratory result; coumadin dosage was not changed based on the protime result. Pt's therapeutic range: 1.8 - 2.8 inr. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot # h2pwc077. Method: no related ncmrs identified for this instrument. Cuvette device history records reviewed and no related issues identified. Result: complaint was not confirmed through the instrument and cuvette eval. Itc has requested all data required for form 3500a.